Manufacturer narrative:
The reported event of failure to capture was confirmed but high pacing impedance was not confirmed. A complete lead with a stylet was returned in one piece for analysis. Visual inspection of the lead found the helix was retracted and clogged with blood. Electrical testing did not find conductor fractures. Internal shorts was due to inner coil over torqued. The impedance test couldn¿t perform due to the over-torqued inner coil and unable to extend the helix with soft tip. The cause of the reported event failure to capture was isolated to the internal shorting caused by over torqued inner coil consistent with procedural damage.

Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During the procedure, the right atrial (ra) lead exhibited loss of capture and high impedance measurements. The ra lead was removed and replaced. The patient was discharged with no reports of adverse consequences.